Manufacturer narrative:
Follow-up submitted to report device evaluation. As the inspected product is not made by the manufacturer, doctor requested to have this implant returned.

Manufacturer narrative:
Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check patient experienced failure of implant to integrate.